Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting improper data storage and missing electrocardiograms. It was noted that diagnostics and high priority episodes had been recently cleared from the device. There were no interventions reported. The patient was in stable condition.